Manufacturer narrative:
Case information including facility, surgeon's name, or related patient information was not provided by the initial reporter. The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system. The 2.5mm headless screws was being implanted when two of the tx06 cannulated driver stripped. The surgeon reported that the torque was not harder than average. This is report 1 of 2 for this incident.